Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient became diaphoretic, hypotensive and short of breath. It was found that the patient had developed a pericardial effusion. After the implant procedure was completed, pericardiocentesis was performed and intravenous (IV) medications were administered. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.